Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: was the wound re-suturing performed during the initial procedure? If not, please explain when it was performed. - was there any medical or surgical intervention performed (product removed; re-operation; re-suturing; re-closure; drainage)? If so, please specify. - was a prescription for steroids or antibiotics issued for the patient's recovery? If so, please provide the medication name, route, and dosage. - please inform the patient¿s current health status and condition. Received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. "D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available."

Event description:
It was reported that a patient underwent an excision of external genital mass procedure on (B)(6) 2026 and suture was used. During the procedure, when using suture to suture the incision, the suture broke after the first stitch. Normal suturing, no resistance encountered, no forced pulling. Suture breakage causes re suturing, resulting in bodily pain. Stopped using the broken suture, replaced the suture in a timely manner, and successfully complete the incision suture. The surgery proceeded normally. No adverse patient consequences were reported. Additional information was requested.